Event description:
Acct. Reports "IV extension set leaked, leak caught in a timely manner, no harm to the infant." ****further info, acct. States the leakage occurred where the "two pieces come together".